Event description:
It was reported that a patient's right ventricular lead exhibited loss of capture and low r wave amplitude. The lead was also observed to be dislodged during an unrelated procedure. The lead was explanted on (B)(6) 2022, and the patient was stable throughout.